Event description:
It was reported allergic reaction and infection with inflammation and pain.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D4: expiration date . G3: date received by manufacturer . G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Two 3i t3 non-platform switched tapered implant 4 x 11.5mm (bost411 x 2) were returned for investigation. Visual evaluation of the as returned implants identified signs of use but no apparent signs of malfunction. The devices could not be functionally tested for the reported failure (allergic reaction + infection). However, measurements were taken using a caliper. It was determined that the devices were within specification and conforming when they left zimvie. Device history record (DHR) review for the lot (2021090098) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (2021090098) for similar events (complaint category keywords: allergic reaction & infection) and no other complaint was identified. Therefore, based on the available information, device malfunction did not occur. The reported events could not be verified as the exact details of event and patient anatomical/physiological conditions were unknown/nonverifiable.

Event description:
No further event information is available at the time of this report.